Event description:
It was reported that the tip of a cascadia lateral inserter broke off outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot and catalog number, no relevant manufacturing issues or adverse trends were identified. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated. H3 other text : status and location of the device is unknown.

Event description:
It was reported that the tip of a cascadia lateral inserter broke off outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.